Event description:
The customer reported that while running an htlv I/ii-assay, summit sample handler did not pipette the correct amount of sample or reagent into row 12 and did not give an error message. An field service engineer was dispatched. No death or serious injury was associated with this event.